Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded without any issues, and both visual and tactile inspection of the capsule as well as a fluoroscopic loading check confirmed proper loading. During the first deployment attempt, the implant depth was too low, prompting recapture of the valve. On the second attempt, the implant depth was too high, resulting in a valve dislodge at 80% deployment and necessitating another recapture. During the third attempt, infolding of the valve was observed. A high amount of calcium on the valve leaflets and some calcium in the left ventricular outflow tract were noted as contributing factors to the infolding. The valve was withdrawn from the patient, and both the valve and the delivery catheter system were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID; {d-evolutfx-34}; product lot/serial number; {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date: {n/a}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the transcatheter aortic valve evfxplus-34, the valve was loaded without any issues, and both visual and tactile inspection of the capsule as well as a fluoroscopic loading check confirmed proper loading. During the first deployment attempt, the implant depth was too low, prompting recapture of the valve. On the second attempt, the implant depth was too high, resulting in a valve dislodge at 80% deployment and necessitating another recapture. During the third attempt, infolding of the valve was observed. A high amount of calcium on the valve leaflets and some calcium in the left ventricular outflow tract were noted as contributing factors to the infolding. The valve was withdrawn from the patient, and both the valve and the delivery catheter system were replaced. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant dilation was performed with a 22 mm non-compliant balloon. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. After the valve dislodgement, the valve was situated completely above the annulus. As a result of the infold, a new valve had to be loaded which led to a procedural delay of approximately 10 minutes.

Manufacturer narrative:
Image review: one image of the event was provided for review. There were not images of the first two valve deployments, therefore the depth of implant could not be assessed. Evidence shows the valve at the point of no recapture with an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that the infolded valve was not implanted, and a new system was used. There was no fluoroscopic valve check provided to confirm or deny a misload. No executive summary or computed tomography (CT) imaging was provided for anatomical considerations. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.